Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A catheter was replaced due to occlusion with a "black substance" in the distal end. Analysis was requested. No further information was provided. Drugs infused via the pump were morphine and bupivacaine. Patient recovered without sequela.

Manufacturer narrative:
Per the analysis findings, dark material was seen in the dispensing holes of the catheter. Patency testing confirmed the segment of catheter was occluded.